Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the system's power supply. Problem was resolved.